Event description:
Healthcare professional reported through clinical study that the valve was explanted approx 107 months post implant due to endocarditis. The valve was not returned however a pathology report was sent to the MFR.